Manufacturer narrative:
Test p-cap and reservoir locked properly into reservoir compartment during testing. Pump was received with a critical pump error (open book image) alarm due to pump error 35 alarm. Unable to perform the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to critical pump error (open book image) alarm. Successfully downloaded pump traces and history file using thus. Critical pump error (open book image) alarm and pump error 35 alarm confirmed in the formatted history file on (B)(6) 2025 12:23:00.000 in pump download history. Pump was cut open to perform visual inspection and found corrosion on the pcba 1, pcba 2 and force sensor. The following were noted during visual inspection: a scratched case, pillowing keypad overlay, cracked case battery tube, cracked battery tube threads, stained and cracked keypad overlay, missing display window cover, and corroded battery tube. Unable to perform the required testing due to critical pump error (open book image) alarm. Critical pump error (open book image) alarm confirmed due to fatal alarm pump error 35. Critical pump error (open book image) alarm and pump error 35 alarm confirmed, problem isolated on the pcba 1/pcba 2. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced a pump error 35 alarm (a broken force sensor was detected during seating or regular delivery) and a critical pump error with an open book image, preventing the insulin pump from functioning. The customer reported no adverse event. The event involved product mmt-1712k. Troubleshooting was performed and the customer was informed that the insulin pump will need to be replaced, instructed to return to alternative therapy according to their doctor's instructions, to put the pump in storage mode. No harm requiring medical intervention was reported. Mmt-1712k was requested, and the customer's response was that the device will be returned.

Manufacturer narrative:
Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.